Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving a cal code issue. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with oral medication, diet, and/or exercise. The cal code issue began sometime in 2009. The patient indicated that she managed her diabetes by taking more food/drink as a result of the cal code issue. It is not known if the patient was able to obtain her blood glucose reading after the product issue began. Sometime last month after the cal code issue began, the patient developed symptoms described as "passed out, headache, and blurred vision". The patient did not receive any treatment. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the cal code issue was resolved with training. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia or hyperglycemia after the cal code issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.